Manufacturer narrative:
H3 - device evaluation: found vial returned in liquid, with no lens returned. Visual inspection found white residue on the outside of the vial. H6 - type of investigation 3331 - device history record (DHR) review: DHR review indicates that the product has not been manufactured within the established process parameters and that there is indication that the manufacturing and/or processing of the device contributed to the complaint issue.

Manufacturer narrative:
B5: upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim: (B)(4).

Event description:
The reporter indicated that a vial with a 13.2mm, vticm5_13.2, -5.5/1.5/179 (sphere/cylinder/axis), implantable collamer lens had whiteish powder on the vial and the lens was implanted into the patient's eye. The lens remains implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4).